Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose with blood glucose of 32 mg/dl at the time of the incident. The customer stated that their doctor would like them to get back on sensors. It is unknown if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. Customer also mentioned skin irritation with sensor tape. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted. Please see additional information.

Event description:
Customer confirmed that they were using the pump during the low incident.